Event description:
It was reported that pump experienced malfunction and might have been exposed to moisture during vacation or passed through airport x-ray before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.